Manufacturer narrative:
The event occurred on an unspecified date of 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a crack was observed on each minicap from ten (10) minicap prep kits which resulted in iodine leakage. This was observed before using the devices for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual devices were not available; however, four (4) photographs of the samples were provided for evaluation. The photographs were visually inspected and a crack in the mini-cover and iodine leakage was observed. The reported condition was verified for four samples. The cause of the condition could not be determined. The remaining six (6) samples were not returned for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.